Event description:
It was reported that controller wouldn't work. Patient said what she thought was going on was that the controller "wasn't holding a charge" because when controller was plugged into ac power supply controller, controller would power on but would never connect to the implant and just says that it's looking for the implant. Patient said controller goes dead (screen black/non-responsive) when connected the recharger antenna to try to charge implant. Patient said before this she hadn't had the implant on for a while because she had issues charging the implanted device, patient would get "m" codes and implant was taking a long time to charge. Troubleshooting was unable to be performed as patient didn't have equipment to troubleshoot. The caller was redirected to patient is going to be calling back for troubleshooting. Patient requested sat. Shipping if possible if any pieces of equipment needed to be replaced. Additional information was received. It was reported the patient (pt) was not able to charge implant b/c they would get 'no device found'. Pt said they knew implant battery was depleted at this point but even when implant battery wasn't depleted they would see 'no device found' when they tried to charge. Pt said the controller would go blank/non-responsive when they tried to charge implant previously and now controller was completely blank/non-responsive and wouldn't do anything. Pt said they had their internal equipment checked by hcp and there were no issues with internal components. Pt said they would get "m" messages when they had tried to charge and said rtm paddle would get hot. On call damage to rtm cord was discovered, rtm paddle was pulled away from cord revealing gray area on cord. On call battery pack was removed from controller and empty controller powered on when plugged into ac power supply. Controller showed 'memory problem", no damage seen to controller contacts. Once battery pack was re-inserted the controller started charging like normal and memory problem was resolved. Pt unplugged controller and controller showed 'no device found" with battery pack and with aa's. It was noted the patient did not attempt to start pmr as rtm was going to be replaced due to getting hot/being damaged. A new recharger was requested. No symptoms were reported. Pt called back stating they received the replacement recharger but they're still experiencing issues while charging their implant. Pt stated system problem rm04 and rm05 messages have displayed since attempting to charge with the replacement recharger. Ps sent email to repair to replace controller. Controller serial number was originally documented in this case. Pt just received replacement rtm and system problem rm04 and rm05 codes are still displaying while trying to charge ins. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the complaint was unable to be verified. They found no issues with finding or charging the ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.